Event description:
This case was reported by a lawyer and described the occurrence of copper deficiency in a male patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient used poligrip at unknown dosing. At an unknown time after using poligrip, the patient experienced copper deficiency, zinc poisoning and nerve injury. At the time of reporting, the outcome of the events was unknown. According to a legal claim, there were 26 patients who reported being regular users of zinc-containing poligrip or a combination of zinc-containing poligrip and fixodent. All of the patient's experienced "neurological manifestations of zinc-induced copper deficiency." The attorneys believed that their "clients' use of poligrip was the substantial and provable cause of their injuries." Follow up information was received on (B)(6) 2010 via legal complaint completed by the patient and his attorney. The (B)(6) patient used super poligrip (formulation unknown) primarily, beginning in 1962 after he had become denture dependent. The patient ceased the use of super poligrip in or about 2010, after he was diagnosed to have excess zinc and resulting copper depletion, attributable to super poligrip. The patient now "suffers from profound and permanent neurological and other injuries" and was unable to perform his "normal, customary and daily activities." Follow up information was received on (B)(6) 2010 via medical records. On (B)(6) 2008, during an initial neurology consultation, the patient complained of right arm and leg weakness and numbness. The patient reported a six month history of gradually progressing right hand clumsiness, right hand coldness, right leg weakness without sensory loss or pain but with paresthesias with prolonged sitting, tremors in the right hand after exertion, and weakness with walking. The patient had a history of a motor cycle injury in the 1970s (no paralysis but sustained a concussion), low back pain with upper body work, midback and chest muscle spasm with upper body work, right wrist surgery in (B)(6) 2008, and knee surgery in 1987. A definitive diagnosis could not be determined without further testing. On (B)(6) 2008, the patient had a follow up visit. A magnetic resonance imaging (MRI) of the cervical spine did not show evidence of central stenosis, but evidence of neuroforaminal stenosis on the right, mild at c3/4 and moderate at c4/5. A lumbar spine MRI on (B)(6) 2008 showed l3/4 and l4/5 neuroforaminal narrowing of mild to moderate degree bilaterally. The patient presented that day for diagnostic evaluation of the right upper extremity and possibly the right lower extremity. Electromyography (emg) studies showed evidence of a right c7 and c8 radiculopathy, chronic, moderate to severe. Nerve conduction studies (ncs) showed evidence of a right ulnar neuropathy at the medial epicondyle, minimal to mild. Diagnosis included cervical radiculopathy. MRI did not show neuroforaminal stenosis to correlate. The physician recommended physical therapy evaluation and treatment of the neck pain and right leg weakness and occupational therapy evaluation of the right grip weakness and ulnar neuropathy on the right. On (B)(6) 2008, the patient showed improvement, but complained of chest and core muscle weakness. Physical therapy evaluation and treatment was ordered for core muscle weakness and neck pain. On (B)(6) 2008, right leg strength had improved with physical therapy and there had been no weakness or numbness. The right strength had improved, but was still not as good as the left. Right arm numbness had improved also on the right, but there was still clumsiness in the hand. On (B)(6) 2009, the patient reported new concern over the past six weeks of increasing truncal spasms. Impression included spondylosis with thoracic myelopathy and left shoulder pain. On (B)(6) 2009, it was reported the patient had a thoracic MRI without evidence for myelopathy or stenosis, but with some degree of degenerative disk disease. The patient noted continued episodes of chest muscle cramping, which started in the left shoulder and then spread to the chest, triggered by activity such as lifting with the arms extended. Emg was recommended to rule out a myopathy process. On (B)(6) 2009, emg showed no evidence for a cervical radiculopathy on the left and no evidence for a myopathy process involving the shoulder, pectoral, intercostals, or rectus abdominis muscles on the left. Prior cervical MRI showed no evidence for a myelopathy. Psysiatry consult recommended for nonsurgical intervention for the neck pain. On (B)(6) 2009, a vascular surgery consult was recommended for possible aortic disease. On (B)(6) 2010, the patient had been diagnosed with progressive leukopenia and thrombocytopenia, unclear etiology, for what appeared to be significant parkinsonism. The patient was noted to have poor walking, decreased ability to talk, more confused, hard to move his right side, decreased expression, some neck stiffness, trouble using right arm, unable to smell, and shuffled more. The patient's wife stated the patient had a little water on the frontal lobe from an MRI scan. Assessment included parkinsonism, right side greater than left, fairly significant on the right without tremor. MRI of the brain showed subtle scattered foci of t2 hyperintensity were present in the cerebral white matter, compatible with age-related small vessel ischemic changes, essentially new compared with (B)(6) 2005; and prominence of the extra-axial spaces overlying the convexity, which might be due to volume loss. On (B)(6) 2010, diagnosis included idiopathic parkinson's disease.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).